Event description:
It was reported that the patient's device was "hardly working" and the impedance measurements were at 4000 ohms. The patient stated that she had an EKG and that the physician "had concerns". The patient also stated that the nurse said "it was the device that caused the test to look different". The patient had the device removed and a second device was implanted.

Manufacturer narrative:
Product ID 435135 lot#, serial# (B)(4), implanted: explanted: product type lead, product ID 435135 lot#, serial# (B)(4), implanted: explanted: product type lead. (B)(4).